Manufacturer narrative:
Complaint no: (B)(4). On an unreported date, the patient experienced suspected peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis therapy. The suspected peritonitis was manifested by abdominal pain. The cause of the suspected peritonitis was not reported. On an unreported date, the patient began treatment with unknown antibiotics (route, medication, dosage, frequency, and duration not reported) for the suspected peritonitis event. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovered or was recovering from the suspected peritonitis event. No additional information is available.